Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin flow blocked alarm during basal. Customer's blood glucose level went into the 110 mg/dl. Customer states that they continues to get no delivery alarm despite previous trouble shooting. . The customer has done all the trouble shooting and it only resolves things for a little while. The customer was assisted with troubleshoot for insulin flow blocked alarm. The insulin pump will not be returned for analysis.